Manufacturer narrative:
Correction to g2 to add "foreign", "other" and the foreign country france. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted during the evaluation including the bending section rubber was worn out and the degrees of angulation were out of specification. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 3 years since the subject device was manufactured. Based on the results of the investigation, it is unknown if the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, no microorganisms were confirmed. The following is included in the instructions for use (IFU): "all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor the field performance for this device.

Event description:
The customer reported to olympus during routine testing of the subject device, it tested positive for microorganisms. There are no patient infections. The customer tested all channels of the endoscope on (B)(6) 2021 and the results were 100 colony forming units of enterobacter clocae.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus (B)(4) tested the subject device on (B)(6) 2021 and less than one (1) micro-organism was detected. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.